Event description:
It was reported that a lead warning had occurred, lead impedance was low, threshold had increased, and that the patient is unable to tolerate unipolar pacing due to pocket stimulation. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.